Event description:
It was reported that the customer had a crack in the upper right corner of her insulin pump. The crack was an inch long from the upper corner of the screen to the corner of the insulin pump above the arrow keys. The customer was unaware as to how the crack may have occurred. The customer stated that she had been experiencing high blood glucose levels. The customer's blood glucose was 473 mg/dl. Customer declined troubleshooting for her blood glucose levels at the time of the call. Customer stated that she would call back if the issue persisted with a replacement insulin pump. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.